Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the pump software did not suspend insulin delivery. Customer's blood glucose was low (value not provided). Although requested, additional information was not provided. Customer reverted to using an alternate method of insulin therapy.